Manufacturer narrative:
Conclusion code: other - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.

Event description:
The customer alleged the camera cables formed holes after processing in the sterrad 100nx. The manufacturer of the cameras mentioned to the customer that the cameras could not be processed in the sterrad 100nx unit. No injuries were reported from the event.